Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed premature battery depletion. No changes or intervention was performed; the hospital elected to continue monitoring the patient. There were no patient consequences.

Event description:
New information received notes that the pacemaker was explanted and replaced on 3 jun 2021. The patient condition was stable before, during, and after.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Analysis was normal. No anomalies were found.